Event description:
It was reported the programmer may intermittently automatically switch off during use. It was also reported that the programmer screen is defective.

Manufacturer narrative:
Preliminary analysis is suspecting an irregular electrical contact between the carrier board and the video board.

Event description:
It was reported the programmer may intermittently automatically switch off during use. It was also reported that the programmer screen is defective.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that there was a printing issue with the subject programmer.